Event description:
Pt initially implanted with device in 2000 for augmentation in the leg. Doctor thought device had moved and repositioned device in 2000. In 2000, doctor explanted device and replaced it with a larger size. Doctor claims device is incorrect measurement as stated on labeling. Pt underwent 2nd surgery for replacement.